Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-00998. This report will be updated when the investigation is complete.

Event description:
Allegedly the patient was revised due to pain and bone scan indicated loose tibia.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.